Manufacturer narrative:
Conclusion for the delivery catheter system (dcs): the subject dcs was discarded by the customer and as such no analysis could be performed. Procedural images were not provided for review. A medical safety assessment was performed and based on the information provided, the dcs was related to this event due to excessive force trying to advance over the first valve in the ascending aorta. The primary event appears be the dislodgement of the first valve which required the need for a second valve. During advancement of this second valve through the first valve placed in the aorta, an aortic perforation and pericardial effusion occurred. These complications required conversion to open surgery/unplanned surgical intervention, aortic root repair, removal of the 1st and 2nd valves and placement of a surgical valve. Vascular complication, including aortic dissection, bleed/hemorrhage/blood loss (including pericardial effusion) and unplanned surgery are all listed in the device instructions for use (IFU) and risk management documents. The events are not unexpected; therefore, no further action is needed. The reported event indicates that the dcs for the second valve was difficult to advance through the dislodged first valve. Several attempts were made to advance, and snares were applied to both tabs. Advancement difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. It was suspected that an effusion had developed, which was confirmed via echocardiogram. The second valve was quickly deployed. Subsequently, the patient was converted to open surgery. It was observed that the cause of the effusion was rupture/perforation of the posterior aspect of the ascending aorta. Vascular access related complications, such as bleeding and dissection, are known potential adverse patient effects per the evolut fx system IFU and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). In this case, per the physician, the inflow of the dislodged valve being pushed by the second delivery catheter system (dcs) contributed to the effusion/rupture. Advancement difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications there is no information to suggest a device malfunction or a failure to meet manufacturing specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: evolutfx-34, serial/lot #: (B)(4), ubd: 20-oct-2024, UDI#: (B)(4); product ID: d-evolutfx-34, serial/lot #: (B)(4), ubd: 02-oct-2024, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, no pre- balloon aortic valvuloplasty (bav) was performed. After deploying the 29 mm valve, there was mild to moderate paravalvular leak (pvl) with elevated velocity. Therefore, a post-bav was performed. During the post-bav, the valve and balloon moved aortic into the sinus of valsalva (sov). A second medtronic valve was selected (34 mm due to borderline annulus size). The delivery catheter system (dcs) for the second valve was difficult to advance through the dislodged first valve. Several attempts were made to advance, and snares were applied to both tabs. Finally, the dcs advanced through the first valve. It was suspected that an effusion had developed, which was confirmed via echocardiogram. The second valve was quickly deployed. Subsequently, the patient was converted to open surgery. It was observed that the cause of the effusion was rupture/perforation of the posterior aspect of the ascending aorta. The aortic root was repaired successfully. Both transcatheter aortic valves were explanted, and a surgical valve was implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that during the implant of the first valve, the deployment starting point was at the bottom of the pigtail. After the valve dislodged, the valve was above the sinotubular junction. A confida guidewire was used and was switched to a non-medtronic (lunderquist) after trouble advancing the second delivery catheter system (dcs) past the dislodged valve. Per the physician, the inflow of the dislodged valve being pushed by the second delivery catheter system (dcs) contributed to the effusion/rupture. After the second dcs was advanced through the first valve, pericardial effusion was observed. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5: event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.